Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother stated that the smart device was is not available for troubleshooting at the time of the call, but did explain that the receiver is also connecting to transmitter. Dexcom representative advised patient's mother to use the smart device's bluetooth settings to disable and re-enable bluetooth, close all applications, remove bluetooth devices, and reset the smart device. No additional patient or event information is available.